Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The results of the imaging evaluation. The engineering evaluation. Evaluation summary - the device was returned to gore for evaluation. According to the evaluation, no damage was present on the returned catheter. The catheter showed no abnormal post deployment attributes. The physician¿s observations suggest the catheter caught the deployed device during retraction. However, no resistance was noted during retraction of the catheter. The device evaluation did not produce any information to either support or refute these observations. The root cause for the device distortion post deployment could not be determined with the currently available information.

Manufacturer narrative:
Patient medications: aspirin, hydralazine, lisinopril, metoprolol, pentoxifylline, prednisone, and vitamin d. The conclusion:the root cause of the event could not be determined with the provided information.

Event description:
On (B)(6) 2015, the patient underwent treatment of a penetrating atherosclerotic ulcer (pau) in the descending thoracic aorta. It was reported the patient had infrarenal occlusive disease, so a conduit was sewn into the brachiocephalic artery, and a conformable gore® tag® thoracic endoprosthesis was advanced into the descending thoracic aorta from the ascending aorta. No resistance was reportedly noted during advancement, and the device was deployed in its intended location with the middle of the tag device landing directly over the pau. The delivery catheter was then removed from the patient with no noted resistance. Angiography was then taken, which reportedly showed that at the approximate midway point of the tag device, the wire pattern of the device appeared distorted. Blood flow through the graft reportedly appeared normal; however, the physician elected to implant a second device to cover the area of the wire distortion. The second tag device was implanted with good positioning. Final angiography showed exclusion of the pau with no evidence of contrast, and the patient tolerated the procedure. According to the physician, it was thought that although no resistance was noted during withdrawal of the delivery catheter and force was not used to remove the catheter, the leading olive may have caught on the tag device during withdrawal, causing the wire distortion. The physician reportedly did not believe the device infolded after deployment. Additional information has been requested.